Manufacturer narrative:
This MDR is being filed per our procedure (B)(6) medical device reports: patient experienced unmanageable blood glucose readings from <20-600mg/dl. Emt's were called to the patient's home three times for low bg. Patient was treated with glucagon injection which increased her bg to 100-125 mg/dl within 30 minutes to 1 hour. Devices are not available for technical review.

Event description:
Cde for type 2 diabetic pt. Using vgo 30 for 8 months, reported to valeritas customer care (vcc) high glucose 400-600 mg/dl. Ae assessor spoke with patient (pt.) For further investigation of case. Pt. Confirmed high bg as reported to vcc. However, pt. Reported to ae assessor low bg three times/emt called to patients home for low bg treatment with glucometer unable to report bg reading which would indicate a bg of 20 or <20 mg/dl, 40 and 50 mg/dl for the three emt calls. Because pt. Could not move or talk during the low bg pt. Was given a glucagon injection which increased her bg to 100-125 mg/dl within 30 minutes to 1 hour. The pt. Recovered without sequelae. The vgo was discontinued by health care provider. Likely contributing cause for the low and high bg pt. Alleges are the vgo although pt. Did not state what the vgo malfunction was and pt. Threw the vgos out. The pt. Was likely basing her allegations on the vgo malfunction on her bg levels.

Manufacturer narrative:
Date of event: date corrected. Date of report: date corrected. UDI # provided. Initial reporter corrected. Health professional - yes checked. Occupation: other healthcare professional. Type of report: follow up #1. If follow up, what type?: correction checked.